Event description:
During a review of info related to the clinical trial, gl-af-02, we discovered that the patient experienced chest pain and hematoma which resolved the next day. No further info provided.

Manufacturer narrative:
Investigation is currently being conducted, a follow-up report will be submitted upon completion. Related to MDR: 2953184-2008-00060.